Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporter phone #: +(B)(6).

Event description:
It was reported that there was no alarm or event indication when the electrocardiogram (EKG) analysis detected ventricular tachycardia (vt). The device was in use at the time of the event, and there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The customer had some questions regarding how ventricular tachycardia (vt) was registered and how the alarms were triggered. The customer felt that the system did not alarm for a vt when the system seemed to have noticed a vt incident. The clinical application specialist (cas) reviewed the customer-provided photos of the rhythm, which revealed the rate of the rhythm was 115-120bpm; however, this hospital unit has the vt rate set to 135bpm, so the rhythm did not meet criteria for the chosen configuration. Based on the information available and the testing conducted, the device was working as intended, as the vt alarm was not generated as the heart rate (hr) did not exceed the threshold set by the configuration. The reported problem was not confirmed. The rse informed the customer that the default settings for vt was set to 135bpm for the department, so the system is working correctly and should not have generated any alarm for this episode, as the condition was not met per the configuration.